Manufacturer narrative:
Concomitant medical products: product ID: 3877-75, lot# 0206890132, product type: lead. Other relevant device(s) are: product ID: 3877-75, serial/lot #: (B)(4), ubd: 08-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported high impedance. Interventions included a reprogramming of the lead on (B)(6) 2019. Diagnostics included a device interrogation which showed the lead contact point 5 was greater than 40,000 ohms. The event was related to the device or therapy and not related to the implant procedure. No symptoms were noticed by the patient. Electrode point 5, which was greater than 40,000, was used but the patient didn't notice any difference in their pain relief despite the electrode point being used for stimulation. After the interrogation, a new program was set and the issue was resolved without sequelae on (B)(6) 2019.